Event description:
According to the reporter, during a hysterectomy total laparoscopic with bilateral salpingectomy, when closing the vaginal cuff in a running fashion, the suture did not successfully pass through the tissue as it should. On the last stitch, the device broke and fell into the patient's cavity. The surgeon isolated the area and held it on traction with grasping forceps, then using the monopolar tip of a bipolar clamping instrument. The surgeon dissected down in the area where the needle was suspected would be and was able to find the broken piece. The piece was removed through a trocar in the left lower quadrant and inspected and found to be completely intact. To resolve the issue, another device from a different manufacturer was used to close the cuff with extracorporeal knot tying. There was no patient injury.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy total laparoscopic with bilateral salpingectomy, when closing the vaginal cuff in a running fashion, the suture did not successfully pass through the tissue as it should. On the last stitch, the device broke and fell into the patient's cavity. The surgeon isolated the area and held it on traction with grasping forceps. Then using the monopolar tip of a bipolar clamping instrument, the surgeon dissected down in the area where the needle was suspected would be and was able to find the broken piece. The piece was removed through a trocar in the left lower quadrant and inspected and found to be completely intact. To resolve the issue, another device from a different manufacturer was used to close the cuff with extracorporeal knot tying. There was no patient injury.

Manufacturer narrative:
H6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h2, h7, h9 during a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy total laparoscopic with bilateral salpingectomy, when closing the vaginal cuff in a running fashion. The suture did not successfully pass through the tissue as it should. On the last stitch, the device needle broke and fell into the patient's cavity. The surgeon isolated the area and held it on traction with a grasping forceps. Then using the monopolar tip of a bipolar clamping instrument, the surgeon dissected down in the area where the needle was suspected would be, and were able to find the broken piece. The piece was removed at through a trocar in the left lower quadrant and inspected and found to be completely intact. To resolve the issue, another device from a different manufacturer was used to closed the cuff with extracorporeal knot tying.

Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument (lot#unk) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three sealed devices were available for evaluation. Visual inspection noted that the needle was broken. It was reported that the needle broke into separate pieces and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The root cause was determined to be misalignment or off centered crimping during the needle attachment process. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.